Event description:
The technician alleged that the head of the bed brake casters do not hold. No patient impact.

Manufacturer narrative:
The technician tightened the brake set screw to resolve the issue.